Event description:
It was reported that a vns patient underwent prophylactic replacement of the generator as the patient was having an increase in seizures according to the surgeon. The patient was programmed on after replacement surgery and the explanted generator was returned to the manufacturer to undergo product analysis. At the moment good faith attempts to obtain additional information from the treating neurologist have been unsuccessful to date.